Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012, 15:00:09. Weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance = 532 to 4047 ohms peak between (B)(6) 2012, then returning to 437 ohms on (B)(6) 2012.

Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the right ventricular [rv] lead was t wave oversensing. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.